Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Per biomed - sr 8 ultrasound system freezes up and will not save an image.

Event description:
Per biomed - sr 8 ultrasound system freezes up and will not save an image.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of sr 8 ultrasound system freezes up and will not save an image was unconfirmed. The scanner powers on and boots up normally. The save image function was tested and the image saved normally. The scanner did not freeze during the evaluation. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.